Event description:
An ophthalmic surgeon reported that a pt sustained a corneal burn during phacoemulsification. The incision did not close and a suture was needed. No add'l pt info was provided. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).